Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient had bloody drainage, but no purulence drainage and no drainage or pus; the clinical diagnosis was a wound dehiscence. It was noted that the event was not related to the device or therapy, and related to the implant procedure/surgery/anesthesia. Interventions taken included administering keflex 500 on (B)(6) 2012 and cipro on (B)(6) 2012. The event was ongoing on (B)(6) 2012 and resolved without sequelae on (B)(6) 2012. No further complications were reported/anticipated.